Event description:
It was reported while using bd plastipak¿ sterile plastic syringe product that did not match the label was found in the box. There was no report of patient impact. The following information was provided by the initial reporter: it was found syringes that instead of coming with 0.8x40mm intramuscular needles, they were coming with some shorter needles which the hub is not green, but gray. Pictures attached. Packages have not been opened to avoid violate samples. Additional information received on 13. May 2022. How many units of the product presented the different needle? (Amount affected); 2 units were they in the same box? No, in two different boxes.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Batch history analysis was performed, quality notifications and maintenance records were checked and no records were found, to the incidents.a no product samples were received;the probable cause for this case was product mixing due to a failure to clean the equipment. Occurrence: 0.0019% (aql for product mixture is 0.10% according to sfg001). The occurrence was calculated considering the number of samples that have the defect (1 sample claimed by the customer - production units: all in-process inspections passed; the retention samples were analyzed and tested, and no defects were found. Actions after the batch manufacturing were taken for this type of incident. Mapped the points of difficulty; concluded in :20/07/2021. Training applied in: 09/09/2021. Reviewed the cleaning procedure; concluded on: 09/30/2021. After review of the batch history including review of process data and quality inspections and evaluation of the reported incident, the batch involved in the complaint meets the acceptable quality level (aql) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this complaint will be monitored for trend assessment.